Event description:
A malfunction was reported on the pump, identified by code malf 12. There was no reported adverse impact on the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.